Manufacturer narrative:
Choice pt guide wires. The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-00191. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a vessel dissection occurred followed by surgery. The lesion being treated was located in the right coronary artery (rca). The choice pt floppy wire was advanced across the lesion. The lesion was predilated with a 2.5x12mm maverick balloon to nominal pressures. A 3.0x15mm promus drug eluting stent was deployed, inflated to 13 atms. Angiography suggested a dissection. The lesion was 'rewired' and ivus was performed. Following ivus, the patient had poor flow in the distal portion with a distal dissection. The physician was not sure if the ivus catheter went through a stent strut. When pulled wire out, ivus was split and off the wire. Several attempts to 'rewire' the lesion were made. Several inflations, to 4 atms, were made with a 2.75mm balloon and intracoronary nitroglycerin was given. Timi flow 0 to timi flow 1 existed. The physician deployed a 2.75x18mm promus stent, inflated to 10 atms. The overlapping portion of the stents was dilated to 14 atms. With several manipulations, the physician was able to introduce the wire distally. Several low pressure inflations were again performed with a 2.75mm balloon. Flow remained poor. The guide catheter caused a spasm proximally. The wire was withdrawn and the final injection revealed poor flow to the distal rca. The patient was stent to emergent surgery, due to poor flow with st elevation inferiorly. The physician was unsure it the dissection was caused by the guidewire or the ivus catheter. Patient status reported as "fine".